Event description:
It was reported that, during an av fistula insertion, this 120804fp fogarty catheter balloon was faulty. The balloon popped or wouldn't work with the first use. A different size was opened to finish the case. There was no patient injury. The device is available for return. The product was returned for evaluation. The balloon latex appeared to have been deteriorated and the balloon edges did not match at the cracks.

Manufacturer narrative:
One 120804fp embolectomy catheter was returned for evaluation. The customers report of a faulty balloon was confirmed. The balloon latex appeared to have deterioration. Multiple cracks and tears were evident on balloon latex. Leakage was observed through the tears on the balloon. Both the balloon windings were intact. Balloon latex was released from proximal windings to check balloon edges at the tears. The balloon edges did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Both the balloon windings were intact. There was no other visible damage observed on the catheter body. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution.